Event description:
Discordant immulite 2000 vitamin b12 results were generated on one patient sample. The laboratory repeated the sample on alternate system(s). There was no known report of treatment given or withheld based on the discordant vitamin b12 results.

Manufacturer narrative:
A siemens tse (technical service engineer) analyzed the immulite 2000 instrument data. After analyzing the instrument data, the tse determined that the cause of the discordant vitamin b12 result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.